Event description:
Received memorandum released on (B)(6) 2011 about the fresenius medical care combiset true flow series hemodialysis blood tubing set with priming set and transducer protectors: class I recall - potential for kinking of arterial line and our clinic utilizes the recall part number 03-2695-9. We have not had any adverse outcomes with the tubing, but currently have no tubing to utilize for our pt care.